Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2013), (device: 4001).

Event description:
It was reported that some time post filter deployment, it was alleged that the ivc filter was perforating, tilting, and embedded. Filter limbs perforated the ivc and extended in the duodenum. Allegedly the patient had a failed attempt to retrieve the filter due to embedment. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs, filter tilted and embedded in the wall of the ivc. The CT scan demonstrated that the filter had migrated and become embedded into ivc and small intestine. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Previously submitted supplemental emdr had the incorrect date rec¿d by MFR date. The correct date rec¿d by MFR date should have been reported as 06/06/2019. Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately seven months post filter deployment, an unsuccessful filter retrieval attempt was performed. The lower legs of the filter could not be dislodged from the inferior vena cava and hence the filter couldn¿t be retrieved. Approximately after six years, a CT abdomen demonstrated the filter tilted posteriorly with its proximal cone lying on the wall of the ivc with possible embedment in it, the filter legs have penetrated through the wall of the ivc into the pericaval/mesentric fat and a filter leg has penetrated into the duodenum as well. Based on the image review, the ivc filter posteriorly tilted less than 8 degrees from its perfection, three legs of the filter extend/project less than 5mm outside the lumen/wall of the ivc without perforating the nearby structures and one of the legs extend/project less than 5mm outside the lumen/wall of the ivc without perforating the nearby structures. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, and retrieval difficulties. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013) and (device: 4001).

Event description:
It was reported that some time post filter deployment, it was alleged that the ivc filter was perforating, tilting, and embedded. Filter limbs perforated the ivc and extended in the duodenum. Allegedly the patient had a failed attempt to retrieve the filter due to embedment. The current status of the patient is unknown. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs, filter tilted and embedded in the wall of the ivc. The CT scan demonstrated that the filter had migrated and become embedded into ivc and small intestine. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 03/2013, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated and filter tilted and embedded in wall of the ivc and small intestine. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.